Event description:
Robot had error code that locked up robot arms. Intuitive help line advised to shut system down and then restart and if no error then proceed. Robot restarted and no error code. Patient prepped, sedated, intubated. Robot threw error code again. Patient recovered and then rescheduled. No harm to patient.